Manufacturer narrative:
Block b3: exact date unknown, event occurred last six months from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was noted that the patient was experiencing discomfort at the implantable pulse generator (ipg) site due to weight loss. The patient underwent an ipg replacement procedure wherein the new ipg was relocated to a new pocket. Spinal cord stimulation (scs) leads were also adjusted due to migration. The patient was doing well postoperatively. The explanted device will not be return per facility policy.